Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Additional information was requested, and the following was received: could you please specify what part of the device broke? Firing knob. Did any pieces fall into the patient? No. Please provide a picture (if available)- not available. Was there any change in the procedure? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during a gastrectomy, the stapler broke after the first firing. The surgery was delayed by 10-minutes. Fragments were generated and removed with no additional intervention. The stapler was replaced and the surgery was successfully completed with no patient consequences.